Event description:
The balloon of this device burst at its rated burst pressure during an angioplasty procedure. There is no info concerning lesion morphology or calcification. There has been no claim of injury related to the event. The device has been evaluated.